Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic sigmoidectomy, the subject device was used. In the procedure, the tissue pad of the subject device was partially separated. There was no patient injury reported. No further information was provided. This is the report regarding the separation of the tissue pad.